Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported that on (B)(6) 2018, a 909702 osv ii was implanted on a (B)(6) female patient. The valve chamber did not allow the passage of the cerebrospinal fluid; it was obstructed and did not drain. During the next 24hours, the patient decompensated and the surgeon requested a control tomography in which there was a retention of cerebrospinal fluid and ventricular compression. The neurosurgeon emergently installed an external valve. In 72 hours, the external drainage was removed and the surgeon changed the chamber of the osv valve to a chamber of the pudenz valve. The patient currently was reported to have a good evolution of recovery. The patient was stable after medical interventions were performed.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. The device history records were reviewed and did not reveal any anomaly. The complaint is unverifiable and its exact root cause could not be determined.